Event description:
Additional information was received and indicated that high shock impedance continues to be intermittently out of range. The patient was seen for a surgical revision procedure where the rv lead was partially abandoned. The portion of the lead that was removed is expected be returned. Fluoroscopic evaluation appeared normal and no visual problems noted in lead and header connections. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that the patient was brought to the clinic and tested impedance with normal measurement. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the severed proximal section of the lead 210mm from the terminal pin was returned. Reported clinical observation could not be confirmed by analysis of the lead segment returned. The lead segment passed electrical testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.